Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released meeting all qa specifications. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. The warning section for the minerva endometrial ablation system operator's manual indicates: "forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage." The caution section for the minerva endometrial ablation system operator's manual indicates: "a false passage can occur during any procedure in which the uterus is instrumented, especially in cases of a severe anteverted retroflexed or a laterally displaced uterus. Use caution to ensure that the minerva disposable handpiece is properly positioned in the uterine cavity."

Event description:
Doctor performed an endometrial ablation in a patient suffering from aub. Upon completion of the procedure the patient was discharged but admitted to the hospital three days later. Hysterectomy, bowel resection and colostomy were performed. Evaluation of the uterine specimen post hysterectomy confirmed absence of uterine perforation but reported presence of a false passage, with evidence of transmural thermal injury around it.